Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device was able to close but the ratcheting portion of the handle would not reopen without applying excessive force. Once this was discovered the surgeon switched to a new device. There was no patient involvement.